Manufacturer narrative:
Integra has completed their internal investigation on 01 sep 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: the valve was connected to the pressure/flow tester and filled under 500mmh20 of water: after the antechamber was filled, the distal catheter filling was difficult and drops of water appeared on the valve sole. Inspection under magnification shows a v-shape slit on the sole. Such a slit may be caused by a cutting edge of a tube (such as a tunneling instrument). The pressure/flow test showed an erratic curve, with a leakage. Each valve is pressure/flow tested at the end of the manufacturing process and the device history records review shows this valve sn (B)(4) was not leaking at time of manufacturing. After the pressure/flow test, the valve is packaged and sterilized, no sharp/cutting instrument is used in the final steps of the manufacturing process. The complaint is verified, however, it is unlikely that the observed slit on the valve sole be related to a manufacturing defect the device history records of ref 909706, lot 0192546, valve sn (B)(4) were reviewed and did not reveal any anomaly. The batch was manufactured in october 2015 and included 11 valves. No similar complaint was received for a product from this batch. Upon review of integra¿s complaint system from january 2013 ¿ august 26, 2016, a total of five (5) complaints (including this one) for osv ii valve systems have been reported for failure/obstruction during the implantation procedure. The distribution is as follows: two (2) in 2013, none in 2014 , two (2) in 2015, one (1) in 2016. No adverse trend is observed. Over (B)(4) units of osv ii valve systems have been sold from 2013 to june 2016, resulting in a complaint occurrence rate of approximately 0.04%. Conclusion: the complaint is verified, however, it is unlikely that the observed slit on the valve sole be related to a manufacturing defect. The valve was not shipped with the damage observed, as evidenced by the device history records review and by manufacturing routine controls and procedures. The slit is more likely related to a wrong manipulation during the implantation procedure. The complaint occurrence rate of failure /obstructions during the implantation procedure is 0.04% since 2013 for any osv ii valve, but no similar leakage through the valve sole was observed before. No further investigation nor corrective action is deemed required.

Event description:
This is the first of three reports (same patient, same problem, same product ID). Linked to MFR reports: 9612007-2016-00025 and 9612007-2016-00026. A report was received that the 909706 osvii failed to drain the cerebrospinal fluid (csf) from a (B)(6) male patient with non communicating hydrocephalus during a procedure on (B)(6) 2016. The surgeon tried to withdraw the csf using a syringe and the csf would not drain. The catheter was then removed from the patient and placed into a receptacle of water to test patency and there was still no drainage at the distal end. The patient was not injured due to the incident. He was implanted with a different shunt from another supplier and is doing well. The surgeon experienced this same failure 2 more times with the same type of shunt - 909706. The second and third osvii shunts were not in contact with the patient and the failure was discovered during testing of these two shunts. The surgery was delayed by 1 hour as a result of the product problems.